Event description:
It was reported that during a pph procedure, when closing the device, the doctor heard a weird click and said that it was easier to fire the device than usual. She almost did not have to put on any pressure to fire. After firing she said she inspected the anastomosis with her finger and everything seemed ok probably the tamponade effect had worked so well that the tissue held on to one another. The complete doughnut present, equally thick from each side. The procedure was performed in a day surgery dept, so the pt was supposed to go home the same evening. After inspection, she also placed a sorbact in the anal canal. In about 20 mins after surgery, the nurse called the doctor and reported severe bleeding, upon reinspection, the surgeon noticed that the stapler had stapled 1/3 of the circle and cut the whole circle. So she had to fix the problem via suturing. Pt was taken in for another surgery where they had to suture the mucosa in the anal canal to create adequate anastomosis. The device was discarded. Currently the pt is doing fine, after the sutures were placed, the bleeding stopped and afterwards the pt healed well.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.